Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a clear material was retracted during the fill process. Customer successfully resumed insulin deliveries. Customers' blood glucose level was 186 mg/dl.